Manufacturer narrative:
Clinical evaluation performed by medical affairs director. One year after cemented uka, intrarticular fluid of unknown origin creates pain and mandates conversion to tka. The cause for the fluid production is unknown but there is no reason to suspect that it be due to an implant defect. The positioning of the uka appears very good, so mechanical origin should be excluded. Batch review performed on 25 november 2021. Lot 1908019: (B)(4) items manufactured and released on 13-nov-2019. Expiration date: 2024-nov-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved: moto partial knee 02.18.if3.08.lm tibial insert fix s3 lm - 8mm (k162084) lot. 187658 lot 187658: (B)(4) items manufactured and released on 15-nov-2018. Expiration date: 2023-nov-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Moto partial knee 02.18.tf3.lm tibial tray fix cemented s3 lm (k162084) lot. 1908243 lot 1908243: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-dec-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision of a moto to a gmk sphere 1 year 1 month after primary due to unknown intra-articular fluid. No infection was detected.